Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that twice the pump did not deliver the overnight feeding. Per reporter the bag was full in the morning. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found scratched lcd lens, bubbled dso seal, dented air detector, and a missing cassette detector pin seal. There was no evidence in the device's event history log. Functional testing was performed. Upon review, the reported problem was found to be over delivering higher than three percent and lower than 5.5 percent. It was determined that the expulsor was out of specification and the root cause. The expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.